Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0d84j, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient did have an infection however they finished taking the antibiotics and didn¿t feel burning anymore.